Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported, approximately 8 years, 6 months post successful tavr the patient has been brought back in for possible failure of their sapien tavr valve. The patient received a 23mm sapien 3 valve in a valve in valve procedure. Post implant gradient was 4mmhg. The patient left the room in stable condition.

Manufacturer narrative:
Updated h.6 codes based on investigation closure. No device was returned for evaluation. During manufacturing of the sapien transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed . Accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. Bioprosthesis must remain hydrated at all times and cannot be exposed to solutions other than its shipping storage solution and sterile physiologic rinsing solution. Bioprosthesis leaflets mishandled or damaged during any part of the procedure will require replacement of the bioprosthesis. Bioprosthetic valve recipients should be maintained on anticoagulant and antiplatelet therapy (e.g. Clopidogrel or ticlopidine [75 mg/day]) for 6 months post procedure and aspirin (75-100 mg/day) for life, except when contraindicated, as determined by their physician. Potential risks specifically associated with the use of the bioprosthesis include, but may not be limited to the following: valve stenosis, structural valve deterioration, and device degeneration. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual inadequacies were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve degeneration was confirmed from the medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reporte d, ''approximately 8 years, 6 months post successful tavr the patient has been brought back in for possible failure of their sapien tavr valve''. Additionally, per medical record, the patient had dyslipidemia. Dyslipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (dyslipidemia) may have contributed to the complaint event.

Manufacturer narrative:
Updated: h.6 health effect clinical code based on medical record review. Investigation is ongoing.

Event description:
Medical records were received. Prior to the valve in valve procedure the patient reported worsening fatigue and lack of energy. An echo confirmed severe aortic stenosis with a mean gradient of 36mmhg and a valve area of 0.8cm. The valve in valve procedure was a success with mild paravalvular leak and a mean gradient of 5mmhg. No procedural complications or edwards device malfunctions were mentioned. Tte performed on pod 1 tte confirmed a mean gradient 14mmhg.